Manufacturer narrative:
The customer's report of a tubing separation at the upper fitment was confirmed based on visual inspection of the as-received set sample. The separation was at the engagement between the tubing and upper fitment components. Further inspection of the separated tubing end observed insufficient solvent traces. The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. The bd tj manufacturing facility is aware of insufficient solvent on critical joints and a systemic investigation (dir 10000335005) to identify other potential root cause for leak and separation issues has been initiated. The bd nogales manufacturing facility is aware of lack of adhesive on critical joints and has initiated corrective actions (CAPA 1027651) to address potential root causes. No lot was provided for the set sample so the manufacture date was unable to be identified in relation to the CAPA implementation date (B)(6) 2020).

Event description:
It was reported that as lvp 20d 2ss cv tubing separated. The following information was provided by the initial reporter: material no:2420-0007 batch no: unknown. It was reported the port separated from the tubing. Hospital experienced an issue with one of their sets¿the port separated from the tubing after it was primed and running. The set is in their possession but the lot number is unknown.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 2ss cv tubing separated. The following information was provided by the initial reporter: material no:2420-0007 batch no: unknown it was reported the port separated from the tubing. Hospital experienced an issue with one of their sets: the port separated from the tubing after it was primed and running. The set is in their possession but the lot number is unknown.